Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer stated the screen of the device was badly scratched and could barely read some parts of the screen. There were also broken parts between the battery compartment and the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. .

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No broken belt clip slot noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.